Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/asystole. It was also reported that the right ventricular (rv) lead exhibited oversensing, noise, non-sustained ventricular tachycardia and high number of the sensing integrity counter (sic) counter. The lead remains in use. No further patient complications have been reported as a result of this event.